Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. The shorted transformer was found to be the source of the reported ¿burning smell.¿ a simulated treatment was performed on the cycler and passed with no further alarms or issues. The cycler underwent and passed a heater test. A review of the device history record (DHR) review was performed and found that a component was replaced on (B)(6) 2022. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius technical support to report a burning smell coming from a liberty select cycler. It was reported that the pdrn was in the clinic with the patient undergoing training with the cycler. The patient was not connected at the time of the event. The power cord was properly connected and the power switch was in on position. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.